Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03490, and 0001825034-2019-03491. (B)(4). Concomitant medical products: vgd cruc ret tib brg 13x71/75, catalog#: 183443, lot#: 281120; series a pat std 31 3 peg, catalog#: 184764, lot#: 736080; biomet cc I-beam tray 71mm, catalog#: 141223, lot#: j6493275. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent an I&d with poly exchange for infection one (1) month post operation. Patient underwent a manipulation under anesthesia a month after the poly swap due to stiffness and limited range of motion.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a healthcare professional. Patient was experiencing stiffness and had range of motion of 15-85 degrees. On (B)(6) 2019 patient had manipulation under anesthesia performed due to stiffness/ankylosis of the left knee. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.